Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: the lot was manufactured between november 15, 2023 ¿ november 17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors underinfused during infusion. The devices contained piperacillin/tazobactum 13500mg in 230ml of 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.